Manufacturer narrative:
The device is not available for evaluation, however, a device history review will be conducted.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where the customer reported that an unspecified chemo drug leaked from the air vent. A new product was replaced as soon as a trace of leakage was found. There was unknown patient involvement but harm was not reported as a consequence of this event. No other information is available.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of air vent leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.